Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#: (B)(6), implanted: 2006 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 27-oct-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug via implantable pump. The indication use was non-malignant pain the patient reported that their pump alarming on 2023 (B)(6). It was noted that when the pump was implanted in (B)(6) four years ago, it was discovered that the catheter had come out, so they didn't put any medication in the pump. The patient stated the old catheter was too small for the patient, so they put a bigger catheter in instead and the catheter had wrapped around the pump and "pulled out of my back". They stated that they did not need the medication because they were not in pain, so they just put saline into the pump, and it was running with saline for the last four years. The patient was redirected to healthcare provider to have the alarm silenced. They thought the battery was dying on the pump because they have not had anything in it for four years, and they thought it was probably empty because they never had anything but saline in it. The pump will be removed on 2023 (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) indicated that the intrathecal pump for patient's coccydynia was removed. The pump was replaced and filled with saline. It was reported "she has the pump waiting in limbo and it is flipping". The patient had numbness in left anterior thighs and this is new and constant. Patient was noted to be moved to nursing home and to have a follow-up with hcp in 2 months.